Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-jun-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, dental problems, excessive hair loss, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. Follow-up received on 23-jun-2016: the ptc investigation result was provided. (B)(4). Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. About 5 years and 4 months after essure insertion, plaintiff underwent a hysterectomy to have the essure coils removed. This event is listed according to the reference safety information for essure. In this case, it was reported that she never experienced this event prior to essure insertion and it occurred post-procedure period of essure insertion. Considering compatible temporal relationship and lack of plausible alternative explanation, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('increasingly severe pain/chronic pelvic pain'). In an adult female patient who had essure (batch no. 20238985) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: intramural leiomyoma of uterus, endocervical squamous metaplasia, paratubal cyst, menometrorrhagia, intramural leiomyoma of uterus, grand multiparity, abdominal adhesions and cystoscopy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (robo to assisted total hysterectomy, with bilateral salpingectomy and adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, alopecia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted, essure insertion date as per mr is (B)(6) 2010. And essure removal date as per mr is (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter, lot number, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 20238985) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, endocervical squamous metaplasia, paratubal cyst, menometrorrhagia, intramural leiomyoma of uterus, grand multiparity, abdominal adhesions and cystoscopy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly severe discomfort"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (robot assisted total hysterectomy with bilateral salpingectomy and adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, back pain, abdominal pain, abdominal distension, abnormal weight gain, tooth disorder, alopecia and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, fatigue, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010. And essure removal date as per mr is (B)(6) 2016. Lot number: 20238985 manufacturing date: 2010/01 expiration date: 2013/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.